Manufacturer narrative:
Extension: model 7495-25, serial# (B)(4), implanted: 1998 (B)(6), explanted: na. Programmer: model 7434-e, serial# (B)(4). Lead: model 3487a, lot# l45250 serial#, implanted: 1998 (B)(6), explanted: na. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect combined with no stimulation. The device stopped working in (B)(6) 2011. Patient met with a company representative and found the battery at 40-50% still, but there was a problem with the lead. The patient also had a lump near the lead and she could feel the wires. The patient had an appointment in the past to have a revision, but was unable to keep the appointment. The patient had difficulty finding a physician, as the implanter was no longer practiced.